Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that starting two weeks after implant, the ins would not take nor hold a charge. They experienced pain in their lower back and in both legs. They did not know what caused the ins to stop taking and holding a charge because nothing had changed and they hadn't started any new activity. They had tried to contact the doctor they were seeing at the time as well as the doctor that implanted the ins. They would like to get the device working again as soon as possible to relieve their pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s pain stimulation worked for two weeks and then it stopped working. The device is still implanted in the patient¿s body. There were no patient symptoms or complications reported.